Manufacturer narrative:
Patient country:(B)(6). Initial and final MDR - 1913832 - MDR 3003442380-2024-14612 - device 7 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. Patient reported that the eight infusion set fell off on (B)(6) 2024 within 1 day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.